Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Therapy delivery was turned off. Technical services (ts) was consulted and discussed stored data. Troubleshooting was performed and the device sensing vector was reprogrammed, with a sense b electrode issue suspected as the source of the noise. The reprogramming was unsuccessful, with noise still present in all sensing vectors. This s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Therapy delivery was turned off. Technical services (ts) was consulted and discussed stored data. Troubleshooting was performed and the device sensing vector was reprogrammed, with a sense b electrode issue suspected as the source of the noise. The reprogramming was unsuccessful, with noise still present in all sensing vectors. This s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported.